Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: subsequent follow-up with the customer, the additional information was received. It was reported that the device was not discarded as it still remains implanted in the patient. The anchor which was used cannot be removed once it is implanted.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool that ethibond suture was broken when a gii anchor was used in the coracoid. Another anchor had to be implanted, where a suture from the competition was used instead. Complaint from the surgeon that one should not construct an anchor with such a weak suture like ethibond. What about dynacord in gii and super anchors? No patient consequences. There was a surgical delay reported. A replacement device was used to complete the procedure. The device is not available to be returned for evaluation. Additional information provided by the affiliate reported the event occurred during an ac repair and the surgery was delayed about 10 minutes. Additional details could not be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b1, b2: upon complaint review, it was determined that it was inadvertently missed that based on the additional information received on 8/31/2020, the event is likely to cause a serious injury. Therefore, the complaint should have been upgraded to an adverse event. The fields have have been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.